Event description:
Suction valve sticking in the "suction on" position. Surrounding tissue suctioned while surgeon was anastamosing fallopian tubes; surgeon could not release suction valve. No pt injury.